Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a surgical valve replacement procedure, which triggered an atrial lead warning and ventricular polarity switch on the temporary implantable pulse generator (ipg) device due to suspected electromagnetic interference (emi). The physician chose to turn off the ipg for a period of time. Later, the ipg was turned on and there was poor atrial pacing observed with the right atrial (ra) lead. Reprogramming was performed to change the ventricular lead polarity back to bipolar. The temporary ipg device status is unknown. No action was taken with the ra lead and it remains in use with continued monitoring. No patient complications have been reported as a result of this event.